Event description:
Surgeon reports customer complains of streaks of light whenever he looks at some type of distinct light source such as headlight or street light. Surgeon states there were no abnormalities seen in the lens. Lens remains implanted at this time.